Manufacturer narrative:
It was later clarified that that the problem was resolved, visual acuity 10/10e. Claim#: (B)(4).

Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use (acd < 3.0mm). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vtich13.2; 8.5/2.5/083 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced excessive vaulting. On (B)(6) 2023 the lens was exchanged with a shorter length lens.